Event description:
The patient underwent a left knee revision due to pain, swelling, femoral component loosening at an unknown interface, and tibial tray loosening at the cement to implant interface. The surgeon noted significant scarring throughout. Two depuy cement products were used during the primary operation. Doi: (B)(6). 2014, (B)(6) 2016 left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: edema, no code available ((B)(4)) used to capture the medical device removal

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent primary surgery on the left knee due to osteoarthritis. The surgeon noted there were no complications. There is no evidence of revision. Doi: (B)(6) 2014; dor: none; left knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: d11 and h6 (patient code).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.